Manufacturer narrative:
Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Part: 04.503.224.04c, lot: 54p1839, manufacturing site: (B)(4), supplier: synthes USA hq, inc. Release to warehouse date: may 07, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the scr ø1.5 self-drill l4 tan 4u I/clip was returned and received at us customer quality (cq). Upon visual inspection, this complaint of an empty sealed pouch has been confirmed and is a valid complaint. After review of the workorder, there was an error made at flow export pack/label where the operator missed an empty pouch. Document/specification review: as per the device history record (DHR) review for part 04.503.224.04c lot 54p1839, no issues were recorded. Dimensional inspection: the dimensional inspection was not performed as it's not pertaining to complaint condition. Investigation conclusion: the complaint condition was confirmed for empty package. The root cause of the complaint condition can be assigned due to the manufacturing error. The detailed manufacturing investigation was completed. The operator missed the operation flow export pack/label that resulted in the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the packaging was sealed and empty when the customer received it. This report is for a titanium (ti) matrixmidface screw self-drilling 4mm. This is report 1 of 1 for (B)(4).